Event description:
It was reported that the patient experienced underdose. A few months prior to the report, during a pump refill, some of the medication was spilled, so the full amount of medication was not put into the pump. The patient had return of spasticity and the healthcare provider (hcp) realized that the pump was empty of medication. The hcp then filled the pump with correct amount, but it took some time for the patient to return to ¿normal¿. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8703w, lot# l81766, implanted: 2000 (B)(6); product type catheter. (B)(4).